Event description:
It was reported that the patient presented for a normal follow up appointment with breathing difficulties. The patient was admitted to the hospital and it is further reported there was a possible lead fracture, high impedance and no pacing. The patient's underlying complete heart block with a rate of forty beats per minutes was observed on electrocardiogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).